Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The sample was visually inspected and functionally tested, during which the f-94 alarm was found. The f-94 alarm was found during a review of the alarm log. Service determined that the alarm was caused by a defective main battery. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced the 94 alarm. There was no patient involvement. Additional information was requested and is not available.